Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. D4: batch # a98g0k. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Upon receipt, the mcm20 device was visually inspected. The cartridge cover was damaged; no other external damage was observed. During cycling, the instrument was empty and remained in a locked (lockout) state, preventing further actuation. The device history indicates that a damaged cartridge cover can interfere with cartridge alignment or clip forming mechanics and may lead to malformed clips. The event reported was confirmed and it is related to improper use of the device. A possible cause for the damages found is excessive force applied over the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a98g0k number, and no non-conformances were identified. Additional information was requested and the following was obtained: basically, they had one failure during the case but because they opened more to replace the faulty one and more to complete the procedure they couldn¿t identify which actual clip applier was faulty which is why they supplied all of them to be sent back.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: is the current patient status known? Everything is absolutely fine with the patient was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, malformed staples during a procedure. No further details were provided. No patient consequences reported.